Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that during a phacoemulsification procedure, white pieces were observed coming out of the phacoemulsification tip during the sculpting phase. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
One phacoemulsification tip was returned for evaluation. A visual inspection of the phacoemulsification tip was performed and it was deemed nonconforming. The left bottom section of the bevel was heavily worn. Gouges were present along the one side of the cannula before the bend location. No anodizing color was present on the phacoemulsification tip. White surgical residue was observed in the distal and proximal inside diameter. White residue was also present under the nut region. The phacoemulsification tip had worn threads and flange. While the complaint could not confirm the actual white pieces came out during surgery, the complaint does confirm the presence of white surgical material on and inside the phacoemulsification tip. The root cause for this white surgical material was likely that the single use tip was used more than during one surgery. No specific action with regard to this complaint was taken because the reason for the complaint issue appears to have been from the reuse of the phacoemulsification tip. The phacoemulsification tip is a single use device that is not recommended for reuse. All phacoemulsification tips are visually inspected during the manufacturing process to insure no obstruction is present. (B)(4).